Manufacturer narrative:
Analysis of programming history.

Event description:
On september 7, 2011, it was discovered when the patient's programming history was reviewed that a generator diagnostics test was performed during a regular office visit on (B)(6) 2011 which changed the patient's settings to output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec. It wasn't discovered that the settings had been changed until the patient's next appointment on (B)(6) 2011 when the patient's generator was interrogated. Training will be provided to the physician to remind him that a generator diagnostics test should not be performed during a regular office visit. The generator diagnostics test should only be performed during surgery.